Event description:
Patient with severe cardiomyopathy and worsening heart failure symptoms was brought to the ep lab for electrophysiologic testing. Patient found to have inducible malignant arrhythmias associated with marked hemodynamic lapse. It was elected to proceed with ICD therapy. Patient had earlier elected to participate in the medtronic study to receive a right ventricular pressure sensor lead in combination with his ICD. Following implantation of the device and lead, both were interrogated for function. The ICD was then challenged by inducing ventricular fibrillation. The device adequately saw the arrhythmia and restored the patient back to sinus mechanism on the first output. Upon interrogation of the right ventricular pressure sensor, it was noted that there was a marked diminishment in ventricular contractility. The patient progressed to pulseless electrical activity, CPR was started, the patient was intubated, and all efforts made to resuscitate the patient. After 10 minutes of resuscitation efforts, the code was ended and the patient was pronounced dead.